Manufacturer narrative:
Upon return to boston scientific's quality assurance laboratory, the device underwent detailed analysis. Visual inspection of the device header showed normal adhesion between the header and case. The seal plugs were noted to be whole and free from perforation. The device also sensed and responded appropriately to applied stimuli. The field allegations were not confirmed through analysis.

Event description:
Boston scientific received information that during the implant procedure after the right ventricular (rv) lead was connected to this pacemaker pacing did not occur as there was a loss of capture. This lead was implanted in the apex. As a result, another pacemaker was successfully implanted five days later and the lead was explanted due to unacceptable thresholds. A new lead was successfully implanted; however, with the same loss of capture issues. However, the lead was repositioned to the septal wall with good results. This patient has known complete heart block, however, no adverse patient effects were reported.